Event description:
It was reported that a remote monitoring transmission was received that indicated that the patient had received multiple inappropriate shocks for rapid ventricular response. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.